Manufacturer narrative:
The service engineer confirmed the customer's allegation the speaker operation is not working. The speaker was replaced, and it was confirmed the device operated normally after the speaker was replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that speaker malfunctions intermittently audio not confirmed. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The service engineer confirmed the customer's allegation the speaker operation is not working and did not have sound. The speaker was replaced, and it was confirmed the device operated normally after the speaker was replaced. If additional information is received the complaint file will be reopened.